Manufacturer narrative:
Summary: two vdw.rotate 15.04 files 25mm ft were returned (one file in loose + one unused file). The file in loose is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1556032). The unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: 17.01.2023 spe vdw: further email received: the treatment was completed late last year. A fragment could be removed case (B)(4) and another was included in the root filling case (B)(4). The colleague is very likely to assume that the root canal treatment was successful in this sense and that the apical inflammations are healing. Device received for this event is being corrected from unk vdw catalog # unknown to vdw.rotate 15.04 6-files 25mm catalog # mstvrot625415.

Event description:
In this event it is reported that a vdw rotate file broke during use. The broken part remains in the tooth and patient referred to endo specialist. Outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.